Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: during testing, the display screen was dim and discolored. Unrelated to the complaint, the battery compartment was cracked. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture was found inside the pump¿s casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.